Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no part/lot number was provided and the device was not returned. The manufacturing device history records could not be reviewed without a part number.

Event description:
This patient is a participant in a study, and experienced this event post approval. Patient status post acdf c5-c6 was evaluated at 6 weeks, three (3) months, six (6) months, twelve (12) months, twenty-four (24) months and thirty-six months with patient missing the forty-eight (48) month visit. At the sixty (60) month visit, patient complained of neck pain and a MRI showed degenerated disc disease at adjacent level, c6-c7. Patient returned for re-evaluation and removal of the hardware was discussed. Surgeon removed the anterior cervical plate at c5-c6 and implanted a pro disc-c at c6-c7 level. Surgeon noted solid fusion at the c5-c6 level.